Event description:
It was reported that the during an impedance test, high impedances were detected on multiple contacts on the right lead. Both of the patient's leads (right and left) were explanted due to a loss of therapy and possible suboptimal lead placement. Additional information received reported that following the lead replacement procedure, a post-operative impedance check indicated that the right half of the system still had high impedance values on multiple contacts; impedances measured on the left side of the system were fine and within range. An additional test was performed 10 minutes after the first and produced the same results. It was planned that the patient was to visit her physician for a routine follow-up procedure on (B)(6) 2012. Additional information received reported that the patient had a bilateral replacement procedure performed on both leads and extensions on (B)(6) 2012 due to the reported high impedance values. Since then, the impedances were back in normal range. The patient was hospitalized for the procedure; no injury was reported, and the patient recovered without sequelae.

Manufacturer narrative:
Product ID: neu_perc_extension, lot#: serial#: implanted: explanted: product type: extension product ID: neu_perc_extension lot#: serial#: implanted: explanted: product type: extension product ID: 7482a66 lot#: serial#: (B)(4), implanted: 2010 (B)(6), explanted: product type: extension product ID: 7482a51, lot#: serial#: (B)(4), implanted: 2010 (B)(6), explanted: product type: extension, product ID: 37642, lot#: serial#: (B)(4), implanted: explanted: product type: programmer, patient product ID: 3387s-40, lot#: v397819, serial#: implanted: 2010 (B)(6), explanted: 2012 (B)(6), product type: lead, product ID: 3387s-40, lot#: v397819, serial#: implanted: 2010 (B)(6), explanted: 2012 (B)(6), product type: lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.